Event description:
A surgical wound infection was reported. Signs and symptoms were pain, erythema, tender, and warm incision site accompanied by fever, chills, and purulent drainage. Severity was moderate. The patient was hospitalized. The entire device system was explanted and disposed of according to biohazard instructions. Outcome was noted as resolved without sequelae. The pump was delivering hydromorphone.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was on a "broad spectrum atb via IV, defervesced within 48 hours". A tissue and blood culture were sent. It was indicated the causative organism was (B)(6). It was not clear if it was culture proven or emprical date based on response to "atb".

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk.

Manufacturer narrative:
(B)(4).